Event description:
A perceval size (B)(6) was implanted and a concomitant mitral valve replacement was performed. Seven days later height gradients detected from postoperative tte and confirmed with tee. The perceval pvs (B)(6) was explanted on 10 post-op day without complication. Echo detected a deformation in the implant ring,¿in (B)(6) shape", resulting to have a mean gradient of 50mmhg with some peak of 100mmhg and a speed (B)(6) second.

Manufacturer narrative:
A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release. A go-no go (p-np) test were performed order to allow an exhaustive evaluation of the valve. No irregularity were identified with the p-np gauge test. Visual inspection of the returned valve revealed deformation at the inflow level of the valve. Subsequent dimensional inspection was been performed by means of ogp (optical gaging products - smartscope zip250, (B)(4)), with particular focus on the inflow diameter, in order to investigate the deformation of the valve. The comparison between the standard value for a pvs 23/m and the measured non-circularity confirmed that the valve had been deformed. This deformation can reasonably be attributed to the extended implant duration (1 week) of the valve in an annulus that was dimensionally mismatched to the prosthesis. The size of the valve implanted in place of the perceval (trifecta 19) is evidence that the real annulus dimension was not in accordance with the IFU indication for a pvs 23/m, as trifecta 19 mm valves are indicated for a tissue annulus dimension of 19 mm. Based on the investigation performed, the valve conformed to the dimensional requirements for a pvs 23/m valve. The sizing of the replacement valve (trifecta 19 mm) indicated that the perceval valve was oversized. It can reasonably be concluded that the reported event, involving deformation of the perceval and high gradient, is attributable to mis-sizing, and no further investigation is necessary.

Manufacturer narrative:
The following information was mistakenly not included in the initial report: external review of the echo images provided to livanova by the customer reported the following: gradient may be subvalvular (leaflets move well) probably related to underexpansion of perceval av due to its vicinity to the mitral bioprosthesis (perceval seems to be deeper than usual in the lvot). However, the images provided were limited, and therefore limited echocardiographic review was possible. The result suggest that malpositioning (perceval deep in the lvot) may also have contributed to the event, by increasing the proximity of the valve to the mitral bioprosthesis and enabling interference between the two valves. Nevertheless, the original conclusion of mis-sizing stands, and the event can be attributed to user error.

Event description:
Additional information was received indicating that the perceval valve was replaced with a trifecta 19 mm. A concomitant procedure was performed at the same time as the perceval implant, in which the mitral valve was replaced with a st. Jose epic 25 mm valve.

Manufacturer narrative:
The following information was mistakenly not included in the previous report: additional information, evaluation codes. A complete manufacturing and material records review for the component has been performed. The results confirmed that the component satisfied all material, visual and performance standards required at the time of manufacture and release.